Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red light appearing on slot 2 and 4 was not confirmed; however, a red light was observed on slot 3 of the returned universal battery charger (ubc) (serial number: (B)(6). The cooling fanning operating irregularly was not confirmed. The reported event of all the leds on the ubc being on was confirmed via the submitted image. The ubc was returned for analysis to the european distribution center (edc) and was evaluated and tested under work order # (B)(4). The ubc was visually inspected and no anomalies were found. The software was upgraded from 3.04 to sw v03.07. After updating the software, a 14v li-ion battery was inserted into each slot of the ubc and a red led light appeared on slot 3. The power supply printed circuit board (pcb) was found to be the issue and was replaced with a new power supply pcb. The device was cleaned, and preventative maintenance was performed. The replaced power supply pcb was forwarded to the product performance engineering (ppe) lab for further analysis. The replaced power supply pcb was connected to a test logic board and test universal battery charger (ubc) and powered on. 14v li-ion batteries were inserted into each slot and the ubc was ran for several hours without issue. The batteries were switched out for different batteries during testing. The leds of the ubc¿s slots responded accordingly to the batteries state of charge. The power supply pcb functioned as intended during testing. The ubc was ran for an additional 30 minutes to observe the cooling fan. The fan operated without issue during this period of time. The reported events were unable to be reproduced during testing in the ppe lab. A root cause for all of the leds being on and the red light on the ubc slots was determined to be due to the power supply printed circuit board; however, a root cause for issues with the power supply pcb and the cooling fan operating irregularly were unable to be conclusively determined through this investigation. The device history records were reviewed for the universal battery charger, EU (serial number: (B)(6) and the universal battery charger passed all manufacturing and qa specifications. The unit was shipped on 15apr2019. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly use the battery charger. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The universal battery charger instructions for use (IFU)section 5.0 ¿monitoring performance¿ instructs users how to respond to battery-related error messages viewed from the ubc¿s display screen, including issues related to charging problems. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the universal battery charger had damaged sockets 2 and 4, all the light-emitting diodes (led) are on warning, and additionally there is strange irregular work. The system came in the service center for investigation and repair. Through the visual investigation, the system is in good condition, and no anomalies were found. The system booted up as intended. After putting empty batteries a red light was seen on slot 3. The malfunction mentioned in slot 2 and 4 could not be reproduced. The system was upgraded to software version (B)(4) but the same problem occurred (red light on slot 3). After replacing the motherboard, the problem was solved and the functionality of the system was as intended. It was concluded that the motherboard was the main cause of the malfunction.